Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of over 400 mg/dl with ketones. Reportedly, the healthcare provider classified the ketones as life-threatening. The suspected cause of the elevated bg was due to an allergy to novolog insulin and an infected site. The customer changed the site. The customer went to the emergency room (ER) and was subsequently hospitalized for diabetic ketoacidosis (dka). Although requested, the customer was unable to recall the date of admission. Intravenous (IV) drip and fluids were administered. Reportedly, the customer remained in the hospital between 5 and 24 hours but the customer could not recall the exact time frame. Reportedly, the customer switched to humalog insulin.